Event description:
It was reported that the right atrial (ra) lead had dislodged as it was sensing the r-waves. The ra lead impedance was one thousand and eighty-four ohms. The pacing mode was reprogrammed to vvir. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.